Manufacturer narrative:
Event date: the date of the event was reported as "for 3 months". (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the (dark blue) female connector of the minicap transfer set leaked. Furthermore, the patient noticed "dampness for three months". The transfer set was properly tightened before the therapy started. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.